Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, the doctor was dissatisfied with device hemostasis, activation tone was heard and there were re-grasp and end tones heard on some activations. 100cc of blood loss occurred to the patient. New device was used to complete the case. Patient is recovering normally